Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7176951, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted and in use. The patient was doing well postoperatively.